Event description:
It was reported via clinical affairs that a patient was diagnosed with aortic stenosis and regurgitation of an implanted edwards aortic bioprosthetic valve after an implant duration of approximately 10 years. The patient underwent an implant of a transcatheter aortic bioprosthetic valve inside the failing subject devic e (valve in valve). Case summary indicates that the patient was transferred to the unit in stable condition.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported stenosis and regurgitation cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event. No further action is required at this time.